Manufacturer narrative:
B3: december 2024 is the reported month and year, but the exact day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The air detector was working properly. However, a delaminated downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal were found. There was no known cause of the reported issue, but the dso/uso seals were replaced.

Event description:
It was reported that the device had an air detector failure. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.